Event description:
A 3.5mm x 15mm sprinter rx dilatation balloon catheter was used to post-dilate an rca lesion. The lesion morphology was reported to be non-calcified with unknown tortuosity and stenosis. It was reported that the lesion was pre-dilated and that another manufacturers stent was successfully deployed. The physician stated that debris was present and that the stent needed to be post-dilated. The sprinter 3515 was inserted and inflated twice up to 8 atms. Upon second deflation of the balloon a long dissection was noted. The case was completed with another manufacturers stent. No additional sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. A leak was confirmed at the distal end of the balloon. A scratch was visible either side of the leak. There were kinks along the hypotube distal of the strain relief and there was a severe kink 29cm distal of the single exit marker band. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.